Event description:
The customer reported having used the colonovideoscope on six patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 9610595-2024-22151.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. The device was returned and evaluated on related (B)(4) where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following were the root causes of the reportable issue. However, the root cause was not conclusively specified. The user was not informed when the bacteria were detected by the pathology testing company. The subject device was not isolated when the user performed the sampling for the culture test. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.